Manufacturer narrative:
Review of the logfile confirms a message was displayed during surgery, thus the treatment was interrupted and the surgeon continued the surgery without the eye tracker at his own responsibility. The company strongly recommends to use the eye tracker during the treatment. During a onsite visit the fse (field service engineer) was able to duplicate customer reported event. To fix this issue, the fse replaced the ir-led ring and successfully completed system verification to specification. The root cause could not be identified conclusively. Most possible root cause is a faulty ir-led array. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) was traceable to the reported device serial number indicating that the product was processed. Ir illumination was received and failure analysis was performed. Visual inspection showed that the ir lights are dull and unclear. The correct pupil detection was reduced by the turbidity on the ir lights. In addition, the screw for adjusting the middle ir satellite was stripped out and therefore, right adjustment was not possible. The root cause is a worn ir illumination. A contributing factor for tracking difficulties is the ir illumination needs to be adjusted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
A healthcare professional reported eye tracker issues. The recognition of the pupil did not work and was very unstable. Several surgeries had to be performed without eye tracking. New information was received. Eye tracker could not be activated. Patients were calm and concentrated. The healthcare professional reported that event occurred always during laser ablation and was seen more in photo refractive keratectomy cases and only in one lasik case. Post-operatively, no difference was noted due to not using eye tracking. There are two reports for this facility. This report addresses the prk cases and another manufacturer report will be filed for the lasik cases.